Event description:
(B)(4) study. It was reported that patient had cardiac event. In october 2010, the patient presented with stable angina (ccs 2) and cardiac catheterization was recommended as per the protocol. Target lesion was located in the proximal left anterior descending artery (lad) with 90 % stenosis and was 10 mm long with a reference vessel diameter of 3 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. On the next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was hospitalized for cardiac event. The outcome of event was unknown.

Event description:
It was further reported that the chest pain was severe substernal associated with shortness of breath and the patient experienced dizziness. The EKG also showed occasional ventricular complexes. The study medication was last taken in (B)(6) 2013. Previously it was reported that the patient had 100% stenosis in left anterior descending artery (lad) which was treated by placing a 3.00 x 18 mm non bsc stent, now it is reported as a 100% total occlusion in proximal lad.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with the complaints of chest pain, nausea and diaphoresis and was hospitalized. On the same day, the EKG reports showed sinus bradycardia and anterolatera infarct. The patient was diagnosed with acute anterior myocardial infarction. The patient had 100% stenosis in lad which was treated by placing a 3.00 x 18 mm non bsc stent to lad, resulting in 0% residual stenosis. Post-operative procedure, the patient was treated with integrilin and experienced hematemesis. Five days later, the events were considered to be resolved without residual effects and was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that cardiac enzymes were elevated. In addition, the patient was on aspirin and was not on study drug which was last taken in (B)(6) 2013 and other antiplatelet medication was never taken during the study. Additionally, it was an in-stent restenosis in the proximal lad which was previously reported as a stenosis in the lad. The patient was discharged on aspirin and prasugrel.